Manufacturer narrative:
The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. The fracture of the trochanter screw could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself, review of the returned device and the provided imaging indicates insufficient engagement of the trochanter screw into the screw hole may have been a contributory factor in the observed fracture of the screw. The trochanter reattachment plate is held in place by 2 trochanter screws. Once one of the trochanter screws had fractured the trochanter reattachment plate may have been able to rotate around the remaining, still fixed trochanter screw and this may have caused discomfort for the patient. Corrected data: corrected from mets proximal femur to mets proximal femur - trochanter screw.

Event description:
It has been reported that the surgeon will revise the patient's mets proximal femur replacement, by removing the trochanter screws as they stick out and create discomfort for the patient.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the surgeon will revise the patient's mets proximal femur replacement, by removing the trochanter screws as they stick out and create discomfort for the patient.